Event description:
It was reported that a bleeding event occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On (B)(6) 2024, the patient reported hitting a ¿vein¿ when inserting her sensor which caused her to bleed. The patient had no other symptoms. It was also noted the patient was not taking any blood thinners during this event. She went to the emergency room around 6:00am. At the ER, the patient was injected with lidocaine as treatment. The patient was discharged home after approximately 2 hours. The patient was in good condition at the time of report. No product or data was provided for investigation. Problem could not be confirmed and probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.